Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima IV catheter safety system needle only partially retracted in the safety shield. No serious injury or medical intervention was reported.

Event description:
It was reported that bd saf-t-intima IV catheter safety system needle only partially retracted in the safety shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7301739. Our records show that this is the only instance of a defective catheter occurring in this batch saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. The reported catheter defective was not confirmed after inspecting the photos provided. Customer reported ¿partially retracted in the safety shield¿; however, the images received no showed the catheter or the connections from product which is essential to perform the investigation. Engineer team reviewed where the material is built and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Also, pfmea¿s 4797 and p-eura rm5942 were reviewed, the process controls are very likely to detect failure modes and prevent failures end users. Based on investigation results to date, the root cause could not be determined with the photos received.